Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A light adjustable lens (lal, sn (B)(6) +19.50d) was implanted in the patient's right eye in (B)(6) 2023. The patient had only one light adjustment and no lock-in treatments postoperatively. Upon returning to clinic on (B)(6) 2025, the patient complained of blurry vision. On (B)(6) 2025, approximately 23 months after the implant surgery, the lal was explanted and a new lal (sn (B)(6), +20.0d) was implanted as a replacement. At the time of the intraocular lens exchange, the treating physician observed an irregular optical surface on the explanted lens.